Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn, damaging the j704 connector on the dn pca. The cause of the constant gong alarms is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant 'adjust belt / check belt' gong alarms.